Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into an unspecified area on (B)(6)2026. According to the reporter, on approximately (B)(6)2026, the patient experienced feeling sick and was vomiting. The cgm reading displayed within normal range, but no specific reading was reported. The patient was brought to the hospital, and a fingerstick was taken, however the reporter was not informed about the result. The reporter was informed that the ketones were 11.0 mmol/l. The patient was treated with intravenous insulin and glucose. It was understood that the patient was experiencing a hyperglycemic event and that the glucose was received as part of the diabetes treatment during the stay at the hospital. The patient was discharged after 2 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available